Event description:
On (B)(6) 2015 the reporter contacted animas alleging frequent low blood glucose levels. The reporter responded to follow up attempts from animas and on (B)(6) 2015 the reporter reported a low blood glucose of 1.4 mmol/l with unconsciousness requiring glucagon injection from paramedics. The reporter confirmed that no hospitalization was required for the blood glucose event. The reporter indicated that the up and ok buttons were under responsive and the issue resulted in an over delivery of insulin from the pump. The reporter indicated that the keypad rubber was noted to be thinning. The reporter indicated that there was no known moisture ingress related to the issue. This report is made based on the allegation that the patient experienced severe hypoglycemia requiring paramedic intervention related to the button response issue.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump keypad was observed to be peeling around the up arrow button and the rubber was noted to be thinning around the ok button. The buttons were tested and were found to be responding intermittently to button presses. A pump delivery accuracy test was performed and the pump was observed to be delivering within specifications. The pump keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was observed to have a pinkish contrast.